Event description:
The customer reported being admitted in the intensive care unit for ketones, vomiting, and high blood glucose of 419 mg/dl. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the test passed. It was stated that the insulin in his reservoir was crystalizing before he changed sites. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.